Event description:
As reported by our edwards affiliates in canada, during a tavr procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, while deploying the valve, a bulky calcification in the sinus of valsalva caused a perforation of the left coronary sinus. Which in turn resulted in a pericardial effusion and cardiac tamponade. A pericardiocentesis was performed, and anticoagulants and pharmacologic hemodynamic support were administered. The valve was deployed with 32ml of inflation volume, and the patient was stable after the procedure. The perceived root cause of the event is that the bulky leaflet calcification perforated the left coronary sinus.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the presence of bulky calcification may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Update to b5. Correction to h6; impact code and clinical code added due to new information.

Event description:
Additional information was received that on post-operative day (pod) 8, a growing pseudoaneurysm was detected, resulting from the aortic root injury. The aortic root was surgically repaired, and the 29mm sapien 3 ultra resilia valve was explanted. A 23mm inspiris surgical valve was implanted successfully, and the patient was stable after the procedure.

Manufacturer narrative:
The aware date was inadvertently entered incorrectly in g3.